Event description:
It was reported that during a follow up the implantable cardioverter defibrillator was in backup operation mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.final analysis confirmed complaint of device in backup operation mode. The root cause of the complaint was a power on reset due to normal battery depletion. No further anomalies were found.